Event description:
Caller reported a malfunction on the pump, identified multiple occurrences of the same malfunction, and received a malfunction code of malf 12. There was no adverse impact to the customer¿s blood glucose level, as the issue did not cause it to exceed 500 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.